Event description:
The complainant reported that the sterile sleeve separated from the toughy-lock when the scrub technician pulled on the sterile sleeve too hard. There was no harm to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the product damage has been completed. The product was returned and evaluated. The sterile sleeve was detached from the connector on the end closest to the motor housing. No defects were found with the product. The root cause of the sterile sleeve damage was use-related. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high-risk pci states the following: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿